Event description:
The facility reports the resident was being transferred from a chair to the bed with lifter. Two caregivers applied the sling and lifted the resident slightly above the chair surface. The caregivers indicated that all four attachment points were connected. The resident was lifted from the chair and the chair was moved away. Both caregivers looked away (into the bathroom) and when they looked back, the resident was falling out of the sling. The left leg clip came undone and the resident slid out of the sling and fell to the floor. The resident sustained a bump to the head. The resident was monitored overnight and has fully recovered.